Event description:
A user facility reported to medtronic inc., that they found an instance, where the dap (dose area product) report for a patient showed a negative value. No impact on the patient outcome was reported.

Manufacturer narrative:
Patient information was unavailable from the site.

Manufacturer narrative:
Further investigation of the incident found that no incorrect and/or additional and/or unnecessary radiation (exposure) was applied. Only the visual presentation of the applied 2d radiation dose on the display of the mobile view station (mvs) can be inaccurate if the mvs and the image acquisition system (ias) are both not shut down after an examination before starting a new examination. This cannot occur if the start routine for the mvs and ias is followed. And, it is still possible to estimate the applied radiation dose (2d + 3d) for a patient. In summary, there is no risk for an inaccurate radiation dose application. Furthermore, the risk analysis regarding the issue found that the hazardous condition for negative dose is considered to have acceptable residual risk. A new hazardous condition, initiating event, or sequence of events for the patient and/or user does not exist. The risk control measures are effective.

Manufacturer narrative:
A CAPA was created to address the reported incident. Based on the CAPA investigation, the identified root cause for this event was that the operator initiated an incorrect computer restart sequence. This is an unanticipated sequence of user action outside of the typical post-operative workflow when the dose report is uploaded for possible accumulation into the patients' lifetime dose records.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.